Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results - there are no previous complaints nor units in our stock for the two possible batches (118181 and 118263). Without a sample, we cannot carry out a complete analysis. Nevertheless, we have tested the bending strength of needles available in stock of the same needle raw material batches, and the results fulfill the specification for these needles. In reviewing the batch manufacturing records of these products, there were no incidents related to these issues and the results during the process fulfilled requirements. Remarks: when working with monomax suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, and never at the end where the fiber is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fiber attachment end could cause bending or breakage. Reshaping needles should be avoided and may result in a loss of their strength and resistance towards bending and breaking. Final conclusion - no samples were provided and testing could not be performed. Nevertheless, we take note of this incidence and if any sample is received in the future, the case will be re-opened and the product further analyzed.

Event description:
It was reported that several times the sutures have broken during an operation causing longer operation time. It was noted that one case involved a c-section. Sometimes needles are broken and sometimes the inner package has stuck to the outer package. This report addresses the inner packages stuck to the outer packages. Additional information was not provided. All medwatch submissions related to this report are: 3003639970-2018-00717; 3003639970-2018-00737.